Manufacturer narrative:
A siemens technical application specialist (tas) was dispatched to the customer site. After evaluation of the instrument and instrument data, the tas ran precision testing, which resulted within range. The cause of the discordant, falsely elevated tni-ultra result is unknown. The sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), and the patient underwent a cardiac catheterization. A new sample was obtained and tested on the same instrument, resulting lower. The original sample was then repeated twice on the same instrument, also resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.